Event description:
It was reported that a spectrum pump was alarming for a "close door" message. There was no pt injury.

Manufacturer narrative:
MFR ref number: (B)(4). The device was returned to baxter and an eval is in progress. When the eval is complete a supplemental report will be submitted.